Event description:
It was reported that the patient presented remotely via merlin.net experiencing discomfort. Review of the transmission revealed that the right atrial (ra) lead exhibited intermittent capture. The lead was reprogrammed. There were no patient consequences.